Event description:
It was reported that the customer's insulin pump was not working correctly. The customer stated that when she went to change the infusion set, the insulin continually ran out of the insulin pump even after letting go of the act button. When she was able to fill the tubing, the pump alarmed button error. The customer's blood glucose was 68 mg/dl. Customer declined troubleshooting for the insulin shooting out. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no escape, act, or up arrow button response due to flattened dome switches. No button error alarm was noted during testing. No cosmetic damage was noted.